Event description:
It was reported that this lead was initially placed in the left bundle branch (lbb), which was considered to be off-label use of this product. Shortly after implant, the conduction failed, so a revision was performed where this lead was explanted. A new lead was placed in the lbb at the physician's discretion with normal lead measurements during implant testing. It was noted that this lead has not been returned to boston scientific for further investigation. No additional adverse patient effects were reported.